Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-02963. Follow-up information provided the patient had lead replaced. Both of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-02963. Additional information provided the patient had both leads explanted and replaced on (B)(6) 2019.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2018-02963. It was reported that during reprogramming session the diagnostic testing revealed low impedance on one lead on all contacts. X rays showed lead migrated. Surgical intervention may be pending to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-02963.